Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation. Investigation revealed no non-conformity; therefore no new CAPA was initiated. Referring to the event description the patient had suffered from an additional bone fracture at distal roughly 16 months after initial implantation. X-rays confirmed that the implants had subsided. The nail in question did not show any faults or kind of malfunction. It was confirmed that the original bone breakage had healed ¿ thus, it was concluded that the nail had fulfilled its tasks as intended. The cause of the event could not be determined exactly but referring to the event description it was suggested that additional bone breakage was rather patient related. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the nail ¿ neither did the review of provided x-rays. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device(s).

Event description:
Patient was revised due to a distal femoral periprosthetic fracture. A plate was implanted.

Event description:
Patient was revised due to a distal femoral periprosthetic fracture. A plate was implanted